Manufacturer narrative:
Product event summary: the lead was returned and analyzed. A proximal portion was received measuring 29.5 cm. A distal portion was received measuring 29.5 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that during a prophylactic procedure the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 7288 defibrillator implanted: (B)(6) 2005; 6949-65 defibrillator lead implanted: (B)(6) 2005; (B)(4).

Event description:
It was reported that during a prophylactic procedure the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.